Event description:
It was reported from (B)(6) by medical staff that a patient was at home when he experienced a critical alarm of ventricular assist device (vad) stop. It was noted that the vad was still running. The patient called the implant center and went for a visit. At the implant center the surgeon tried to load the log files but the controller would not respond; the controller was exchanged. There was no reported consequence or impact to the patient. No additional information was provided.

Manufacturer narrative:
One controller was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. The reported event was confirmed via review of the controller log files, which revealed a vad stopped alarm. It is likely that the vad stopped alarm is the result of a controller exchange and not due to a device malfunction. Additionally, logs revealed a critical battery alarm where the battery on power port 2 ((B)(4)) went from a high relative state of charge (rsoc) to 0% and back to a normal charge level; this is indicative of a communication error. It's likely the patient mistook this alarm for a vad stop alarm. Analysis of the device revealed that the device met specifications; the device passed visual examination and functional testing. No failure detected, the controller performed as expected during testing. Heartware has opened an internal investigation to address this issue. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Per the instructions for use (IFU): patients are instructed to always keep a back-up controller available at all times, beyond the primary controller that is currently in use. A controller with a blank display or no audible alarm should be replaced. Patients are also instructed to contact the treating facility if they receive any of a list of certain alarms. Patients are warned that disconnecting both power sources at the same time will stop the pump. At least one power source must be connected at all times. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.